Event description:
A malfunction was reported in the customer's pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to send a replacement pump and advised the customer on how to handle the current pump, including putting it into storage mode before returning it and using specified procedures with a new g7 sensor. The customer understood and acknowledged these instructions and will continue using the current pump as backup therapy until the new one arrives.